Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic prostatectomy, the surgeon was removing the specimen from the incision when the bag broke. The product will not be returned because the account disposed of the instrument and the packaging. There was no patient injury.